Manufacturer narrative:
(B)(4). Physio-control provided the customer with technical assistance and advised the customer that physio does not recommend the use of third party items with physio devices. The customer later confirmed that they received a replacement device. The device has not been returned to physio-control. The cause of the reported issue could not be determined. Device not evaluated by manufacturer.

Event description:
The customer contacted physio-control to report that their device powered off immediately upon powering the device on. The customer advised that a third party battery was installed in their device, and not a physio-control battery. There was no patient use associated with this event.